Event description:
Ortho pa drew up triamcinolone and lidocaine together into a syringe and noticed a particulate inside the syringe with the medication. It was unclear whether the particulate came from the lidocaine, the triamcinolone, or the syringe itself. All vials involved have been used to the MFR's for examination. The particulate was cultured but did not grow.